Manufacturer narrative:
Result = catheter.

Event description:
It was reported that the entire device system was removed due to infection. No patient symptoms or treatment were reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.